Event description:
Customer reported that the screen was unresponsive. There was no adverse impact to the customer's blood glucose level. Customer declined further troubleshooting and no additional corrective actions were taken.